Manufacturer narrative:
The investigation of positioning issues and vf/vt/af/at has been completed. The product and data were not returned for review. Based on clinical description, the root cause of positioning issue was most likely patient movement since the issue occurred when turning the patient. The vf/vt/af/at could not be determined without additional clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and during support, the impella was repositioned due to patient movement. The patient later went into ventricular tachycardia (vt). The patient was given a bolus of amiodarone. It is unknown if the position of the pump contributed to the patient's vt. Care was withdrawn and the patient expired.

Manufacturer narrative:
H6 health effect - impact code 4644 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28655.